Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. Device functioning properly. Device received with cracked case, cracked battery tube threads, faded serial number label and cracked keypad at select button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery issue and customer did already change the battery for four time. The insulin pump did not turning on. No harm requiring medical intervention was reported. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.